Event description:
Reporter states that the laminaria was implanted in 2008 and was explanted on the next day. Stated that pt woke up and was unable to move. Went to hosp to have device removed. See scanned pages.